Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula (pcs) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing procedure, the 8 mm permanent cautery spatula instrument (pcs) was found to have a charred/broken tip. There was no report of patient involvement.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula was analyzed and found to have thermal damage at the distal clevis and goes up to the proximal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage. The complaint regarding charred and broken tip was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation.

Event description:
Refer to h11 for follow-up information.